Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "patient heard about the recall and was worried, sought a physician to check the discomfort and pain had been feeling." "Had been feeling breast pain, burning, deformity and movement difficulties, imaging exams were performed where intra and extracapsular rupture in the right breast was found" "characterized by linguine signs, associated with water droplets inside the implant. Signs of silicone leakage into the extracapsular space in the anterior, superolateral and medial regions of the right breast" the device remains implanted.